Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer reloaded the cartridge onto the pump to resolve the issue. Subsequently, it was reported that the pump time was incorrect by 5 minutes following the pump reset. Reportedly, customer adjusted the pump time to address the issue and resume insulin delivery. Customer's blood glucose level was 151 mg/dl.